Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established during this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21nov2011. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Per hospital policy, the cause was not provided. No additional information was reported. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.